Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that after a brief power issue at the facility, this central nurse's station (cns) was showing communication loss with all org receivers. When the customer checked the network closet, they noted that the org devices had a lit error light even after a power cycle. Customer was diagnosing the network switches to determine the cause. Customer later reported that the network switches were working but the cns device was still showing communication loss. The it director shared a little bit of detail about what was happening; earlier in the day, the it department had been going changing out switches that had been previously swapped out after a particularly bad storm. During this change-out, the "power flickered" and the issues began. While speaking with him, oran said he might have found the issue. In the ER closet, the one with the hl7 server, he found that one of the patch cables was routed back in on the same switch. As it turns out, the rebooting ICU bsms was a symptom of network looping. Verified in the ER, the observation, and the 3rd floor that no more comm loss was present. In the ICU, one of the orgs was still in comm loss. Rebooted unit and swapped ports. Service requested: troubleshooting. Service performed: nk tech support worked with customer biomed and it director to isolate the issue to network cabling. Investigation summary: the root cause of the communication loss issue was due to replacing network switches and, in the process, there was a cabling error. The issue has not recurred.

Event description:
The customer reported a brief power outage that caused the central nurse's station (cns) to go into communication loss with all patient receivers (org(s)) and all telemetry units in the hospital. The intensive care unit (ICU) bedside monitors (bsm(s)) were rebooting on their own.

Manufacturer narrative:
The customer reported a brief power outage that caused the central nurse's station (cns) to go into communication loss with all patient receivers (org(s)) and all telemetry units in the hospital. The intensive care unit (ICU) bedside monitors (bsm(s)) were rebooting on their own. Nihon kohden technical support (nk ts) found that one of the hl7 patch cables was routed back in on the same switch, and that the ICU bsm(s) were rebooting due to network looping. Nk ts had the customer reboot the units, swap ports, and stop monitoring and re-monitor; upon reboot, the issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns. Patient receivers (org(s)): model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Telemetry units: model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Bedside monitors (bsm(s)): model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported a brief power outage that caused the central nurse's station (cns) to go into communication loss with all patient receivers (org(s)) and all telemetry units in the hospital. The intensive care unit (ICU) bedside monitors (bsm(s)) were rebooting on their own.